Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where an occlusion alarm (alarm number: 2) occurred. The patient's blood glucose was reported at 300mg/dl. Troubleshooting determined that blockage was located in the tubing. The patient used manual insulin injections to address the high blood glucose and changed out the tubing to successfully resume insulin delivery. No permanent injury was reported.